Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, myocardial infarction (mi) and re-stenosis are listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The other xience v is being filed under a separate MFR number.

Event description:
It was reported that 38 months after the xience stent implantation in the mid-left anterior descending (lad) and proximal circumflex coronary arteries, the patient experienced chest and back pain diagnosed as a myocardial infarction. Cardiac catheterization showed diffuse coronary disease including 90% stenosis in the left main coronary artery. It was also noted that the mid-lad was 60% stenosed and a non-abbott stent was implanted reducing this to 25%. The left circumflex was also noted to be 99% stenosed and was reduced to 0% stenosis with another non-abbott stent. The patient remains hospitalized. No additional information was provided.